Manufacturer narrative:
The reported events were operation issue, failure to advance stylet and failure to advance lead in introducer. A complete lead was returned in one piece. The reported events of failure to advance stylet and failure to advance lead in introducer were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. The stylet was able to be fully inserted and removed from the inner coil with no restriction. The lead was able to be fully inserted and removed from the introducer with no restriction. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead had an operation issue and had failed to advance in catheter. The physician attempted several times but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.